Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, the flowmeter adaptor was not returned with the sample. Because the complete sample was not returned, the complaint could not be confirmed. Although the complaint was not confirmed; similar complaints have been received regarding the threading of the adaptor. A CAPA was opened to address the issue with the adaptor.

Event description:
The customer alleges that the aquapak is faulty. The seal faulty and screw mechanism stripped and bottle over-flowing.

Event description:
The customer alleges that the aquapak is faulty. The seal faulty and screw mechanism stripped and bottle over-flowing.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. Note: since the complaint description is vague, complaint history review is done only for "bottle over inflating" issue at this time. A revised complaint review will be performed when we get samples back. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. No sample available from the customer to investigate. Continue to monitor feedback from the customers on the issues related to faulty screw mechanism and bottle over inflating found at inspection on water bottle products. No sample available from the customer to investigate. Complaint not confirmed. Root cause unk.